Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim: incident details: during a rapid response on the unit, a 500 ml ns bolus attempted to be infused. Alarm indicating that tubing was mis placed. When opened the tubing seemed to be properly placed. A large bubbled area was noted in the tubing. Tubing was exchanged.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint that there was ballooning in the silicone segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.